Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s cgm was in a brief sensor error state and it was reported the patient had ¿no way to check her blood sugar level¿. The reporter could not clarify how long the patient¿s cgm had been in a brief sensor error state as she had not been with the patient during this event. The patient was transported by ems to the ER, where she was diagnosed with dka. However, no specific physical symptoms were reported. The patient was treated with IV fluids and an IV insulin drip. The patient was discharged on (B)(6) 2026. At the time of report, the patient¿s cgm value was reading 180 mg/dl. The patient was ¿fine¿ at the time of report and continued her routine diabetes therapy consisting of humalog and lantus insulin. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.